Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom "giving door open alarm even when closed" was not reproduced. A review of event history log revealed multiple events of the reported symptom. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be excessive force required to secure the close door. The case shimming is required to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed door open when closed during infusion and while shutting down in the emergency room. There was no patient involvement. No additional information is available.